Event description:
It was reported that the insulin pump was damaged in that the reservoir would no longer lock into place in the reservoir compartment. Customer's blood glucose was 275 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with broken reservoir tube lip, cracked lcd window, cracked case at lcd window corner, scratches on reservoir tube window and cracked battery tube threads.